Event description:
Alleged the scale is not working. When he presses the weigh function it enables on, but not off. He has to remove the batteries to enable off.

Manufacturer narrative:
The facility replaced the scale housing assembly to repair the stretcher. Further analysis found signs of fluid ingress on the scale pod overlay and ribbon cable.